Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported the following readings within 10 minutes: 503 mg/dl; 183 mg/dl. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.